Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got my essure out on wed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the urinary incontinence had resolved. The reporter considered medical device removal and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following reported from social media report : medical device removal, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got my essure out on wed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("trouble holding bladder") and bladder disorder ("bladder problems"). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the urinary incontinence and bladder disorder had resolved. The reporter considered bladder disorder, medical device removal and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following reported from social media report : medical device removal, urinary incontinence, bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- bladder problems. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('got my essure out on wed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced urinary incontinence ("trouble holding bladder"), bladder disorder ("bladder problems") and fatigue ("chronic fatigue") and was found to have weight decreased ("I am 5 days post 8 ls down"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fatigue and weight decreased outcome was unknown and the urinary incontinence and bladder disorder had resolved. The reporter considered bladder disorder, fatigue, medical device removal, urinary incontinence and weight decreased to be related to essure. Concerning the injuries reported in this case, the following reported from social media report : medical device removal, urinary incontinence, bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event "weight decreased" and "fatigue" added. Social media reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got my essure out on wed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the urinary incontinence had resolved. The reporter considered medical device removal and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: medical device removal, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.